Event description:
The customer reported that during the pre-operation check for the radio frequency ablation procedure, nothing wrong was found with the equipment. A few minutes into the procedure, water leaked from the strain relief. Procedure was completed with another needle electrode. The pt is reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for eval, therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.